Event description:
According to the complainant, five events occurred during separate procedures. The events were either bent forceps needle found during inspection prior to use, or no smooth jaw movement encountered during the procedure. The event "bent needle" is an MDR reportable scenario, and since it could not be ascertained which event occurred during each procedure, five manufacturer reports have been established. Please reference report # 3005099803-2010-04458, 3005099803-2010-04459, 3005099803-2010-04460, 3005099803-2010-04461 and 3005099803-2010-04462. No visible damage was reported to the packaging of the device and the sterile barrier did not appear compromised. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)